Event description:
The facility reports they were transferring the resident between an electric wheelchair and toilet. The lift knob broke off when the resident was raised from the chair. No injuries noted.

Event description:
The facility reports they were transferring the resident between an electric wheelchair and toilet. The lift knob broke off when the resident was raised from the chair. No injuries noted.